Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became coiled and tangled with the wire. The wire was then pulled out along with the catheter. The procedure was successfully completed using this device, with no patient complications. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The guidewire used in the case was a rotawire.

Manufacturer narrative:
D2b: pro code (product code) itx, obj.

Manufacturer narrative:
D2b: pro code (product code) itx, obj the device was returned for analysis. Visual and microscopic inspections revealed no issues; the device appeared to be in good condition. The guidewire exit port and the distal section of the tip were intact. Additionally, a non-boston scientific guidewire was returned separately from the catheter. A test guidewire was inserted, and no resistance was encountered during tracking into the catheter.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became coiled and tangled with the wire. The wire was then pulled out along with the catheter. The procedure was successfully completed using this device, with no patient complications. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The guidewire used in the case was a rotawire.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became coiled and tangled with the wire. The wire was then pulled out along with the catheter. The procedure was successfully completed using this device, with no patient complications.